Manufacturer narrative:
Concomitant medical products: product ID 977a260. Lot# serial# (B)(4). Implanted: (B)(6) 2013. Explanted: (B)(6) 2016. Product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2013. Explanted: (B)(6) 2016. Product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had a replacement in 2016 as the lead went into the wrong location, and the entire system had to be replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Analysis of lead model 977a260 serial # (B)(4) showed all 8 conductors were broken at the distal edge of the anchor, 17.2 cm from the distal end of the lead. Analysis of lead model 977a260 serial # (B)(4) showed all 8 conductors were broken at the distal edge of the anchor, 17.0 cm from the distal end of the lead. See manufacturer¿s report # 3004209178-2016-25143 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the manufacturer¿s representative reported that during a procedure to implant the patient¿s implantable neurostimulator (ins) there was no response from the leads. It was noted that the patient was physically abused by their daughter (¿extremely physical encounter¿) and may have caused damage to the device system. After the leads were connected to the new ins, impedance testing were out of range (>10,000 ohms). The leads were switched in the multi-lead trialing cable (mltc) but the impedances were still out of range. The entire ins system was replaced and re-implanted. The issue was reported as resolved at the time of report and the patient was doing well with a status noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.